Event description:
New information received indicates the electrical issues were failure to capture and failure to sense.

Event description:
It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. Two hours post procedure, it was noted that the atrial leadless pacemaker exhibited electrical issues during testing. Lp dislodgement to the pulmonary artery was confirmed via x-ray. The lp was explanted but not replaced. The patient was stable.